Manufacturer narrative:
Approximate age of device: 4 years and 1 month. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was admitted to the hospital on (B)(6) 2018. The patient had severe aortic insufficiency (ai) for which an amplatzer closure device was placed during the admission. Warfarin was held during that time with intravenous heparin bridge. Following the amplatzer placement, the patient experienced an increase in lactate dehydrogenase (ldh) and intermittent hematuria. The patient declined to be treated with intravenous fluid and intravenous heparin. The patient was discharged on (B)(6) 2018 with a therapeutic inr and lovenox injection. No additional information was provided. The manufacturer¿s technical service representative reviewed provided a log file which contained data from (B)(6) 2018 to (B)(6) 2018 and observed some intermittent power and flow elevations.

Manufacturer narrative:
A direct correlation between device and the reported event could not be conclusively determined through this investigation. Additionally, analysis of the submitted log files confirmed elevations in pump power and estimated flow; however, a specific cause for these events could not be conclusively determined through this evaluation. The instructions for use lists hemolysis as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system and provides details regarding the recommended anticoagulation therapy and inr range. This document also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. No further information was provided. The manufacturer is closing the file on this event.